Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when device analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen (500 mcg/ml at 158.02 mcg/day) via an implantable pump. The pump¿s indications for use were intractable spasticity and spinal cord injury/spinal cord disease. The hcp reported volume discrepancies that were within specification for the pump. On (B)(6) 2016, the actual residual volume (arv) was 9.3 ml, but the expected residual volume (erv) was 2.5 ml. There was also a previous discrepancy on an unknown date where the arv was 9.5 ml, but the erv was 4.4 ml; this wasn¿t the first refill after implant/revision. The patient was having occasional spasms in his feet when he was not wearing his shoes (e.g. In the shower); the symptom was reported as gradual. This was reported as a new symptom for the patient within the last few months. The event date was reported as 2016; the new symptom was within the last few months. The event date is an approximate date. The hcp planned to monitor the patient going forward. Pump replacement was due within the next year. Additional information received from the hcp indicated that no troubleshooting was performed and no actions/interventions were taken to resolve the volume discrepancies. Additional information was received from a hcp via a manufacturer representative and also directly from an hcp. The other medications that the patient was taking at time of the event were unable to be obtained. It was reported that the patient was itching and at the last pump refill 2 ml was expected, but 9.3 ml was aspirated from the pump. The catheter was aspirated and the pump logs were read. At the (B)(6) 2016 refill, the erv was 4.7 ml and the arv was 10 ml. At the (B)(6) 2016 refill, the erv was 2.3 ml, but the arv was 9.3 ml. The pump was replaced on (B)(6) 2016 because of "borderline" issues of withdrawal and increasing spasticity over the last 2-3 months. At the time of the report, the patient was alive with no injury and the issue had resolved. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed no anomaly. As received the pump reservoir had 24 ml of fluid and was running in the flex dose infusion mode. Pump memory logs were gathered and no anomalies noted. The pump was tested for dispense accuracy and passed testing. The pump was also was put through non-standard volume infusion testing for 29 days. The volumes pulled from the pump when compared to the clinician programmer printouts were within what is stated in the clinical reference guide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.